Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at implant was not reported. It was reported that a CT identified a type ib endoleak from the right iliac artery due to the artery expanding about 3cm¿s. Additional films were reviewed an it was also noted that the bifurcation stent graft had migrated proximately 2cm¿s; however, no endoleak was present. The physician performed an intervention were a 32x32x49 endurant stent graft was successfully placed on the proximal side resolving the event. A 16x10x124 endurant iliac limb was placed from the aneurx graft all the way to the external iliac artery. The physician also added a 9x38 balloon expandable stent inside the limb to fully expand the stent graft. The intervention was successful and the endoleak was resolved. Per the physician, the cause of distal type I endoleak was due to continued iliac expansion or growth; the cause of the bifurcation stent graft migration could not be determined. No additional clinical sequelae were reported and the patient is doing fine.